Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02190. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a lower segment caesarean section procedure on (B)(6) 2012 and suture was used. During the procedure, the suture detached from the needle. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The needle has a cracked barrel with no suture remnant inside the hole. This is a manufacturing defect caused by overswaging.